Event description:
The customer stated that the architect analyzer generated discrepant patient results for the cc calcium assay. One patient sample (sid (B)(6)) generated a result of less than 2.0 mg/dl which was repeated at 9.13 mg/dl. No impact to patient management was reported. The customer did some instructed trouble shooting (replaced the r1 needle and tightened the washer) and tested 5 different patient samples with no issues.

Manufacturer narrative:
The product likely cause has been changed from the architect cc calcium ln 03l79-21 to the probe and it has been addressed in MDR number 1628664-2013-00019 the previous initial MDR 1415939-2012-02128 reflected an incorrect manufacturer address for the cc calcium. The manufacturer address listed in this follow-up MDR reflects the correct manufacturer address for both the instrument and the cc calcium.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.